Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 09-dec-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was cut in half (with one half missing), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2021. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis synergy preloaded intraocular lens (iol) was explanted from the patient's operative eye. The reason for the explant is unknown/not provided. No additional surgical intervention performed. The patient outcome post-surgery was not provided. No additional information was provided.

Manufacturer narrative:
Upon further review the following information was received prior to initial emdr submission and inadvertently not included in the initial submission. The following has been updated accordingly: date of birth: 17-mar-1943. Patient weight: 190 pounds. Date of event: (B)(6) 2021 describe event or problem: through follow-up additional information was received clarifying the intraocular lens (iol) was explanted from the patient¿s ocular dexter (right eye) because of double vision and capsule tear during first iol implantation surgery that caused iol to be off center; capsule tear occurred while doctor was phacoing. Iol was replaced with a different model lens with a different diopter size, za9003 17.0 diopter. The incision was enlarged, there was unplanned vitrectomy, unplanned 10-0 nylon suture, and unplanned miochol was used, miochol was part of the doctor's standard care. Patient outcome post-operatively was reported as great. No further information is available. Health effect - impact code: 4625 sutures. Health effect - impact code: 4625 vitrectomy. Health effect - impact code: 4644 medication required. Health effect - clinical code: 2639 - capsular bag tear. Health effect - clinical code: 2138 - visual impairment (diplopia). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Through follow-up additional information was received clarifying the intraocular lens (iol) was explanted from the patient¿s ocular dexter (right eye) because of double vision and capsule tear during first iol implantation surgery that caused iol to be off center; capsule tear occurred while doctor was phacoing. Iol was replaced with a different model lens with a different diopter size, za9003 17.0 diopter. The incision was enlarged, there was unplanned vitrectomy, unplanned 10-0 nylon suture, and unplanned miochol was used, miochol was part of the doctor's standard care.